Event description:
Reporter alleged blood glucose measured "hi" back to back with a result of 96 mg/dl, when testing was performed within a couple of minutes of each other. Customer stated taking an extra oral diabetes medication and felt better afterwards. No other actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.